Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly with 25% battery life. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was 80 (mg/dl) at the time of the event and 196 (mg/dl) at the time of the report. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer reported their blood glucose (bg) level was elevated that morning (275 mg/dl). Customer stated the cause of the elevated bg level was unknown. A correction bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.